Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician stating the bed exit alert was not annunciating. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
No further information is available on the repair of the device at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician stating the bed exit alert was not annunciating. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).